Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bowed tubes were found with many bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, during use this batch, when the nurse finished drawing blood, she found that the blood collection tube was bent, which caused the machine to be unable to identify and test. As a result, the patients had to draw blood again. After inspection, it was found that many sst ii tubes in the batch 9007991 were bent, and the tubes in this batch has been stopped use by customer."